Event description:
On (B)(6) 2019 received additional information from the customer indicating that cause of the patient's cardiac arrest is unknown, rosc was not achieved. The patient was pronounced death on (B)(6) 2019. Customer stated that the autopulse was partially responsible for the delay in treatment due to the error message and the battery issue encountered during patient's use.

Manufacturer narrative:
The reported event of 'autopulse displayed ua45 error message was confirmed per archive data, but it could not be replicated. Autopulse functioned as intended. The most probable root cause was user mishandling. During visual inspection, there was no physical damage observed on the autopulse platform. During functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error messages, there were no issues observed. Autopulse platform functioned as intended, there was no device malfunction. Per review of the archive data, user advisory (ua) 45 error messages was noted multiple times on the reported event date. The autopulse performed a total of 28 compression on three separate session before the low battery warning message occurred. Ua45 usually occurs when the encoder drive shaft is not within the normally acceptable range during use. By rotating the driveshaft to the home position using the administrative menu would move the driveshaft to its home position. Per the autopulse platform system user guide instruction, the operator would need to pull up the lifeband until the chest bands are fully extended to clear (ua) 45. The lifeband and the battery used in this case were not returned to zoll for evaluation. Zoll medical safety assessment, the patient's death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. When the autopulse was used on a patient, it displayed ua45 error message and stopped compressions. The user tried to re-starting autopulse platform, but it was unsuccessful. Manual CPR was performed, however, patient expired. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Manufacturer narrative:
Zoll received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the autopulse platform system displayed ua45 (not at "home" position after power-on/restart) error message and an error message indicating dead battery, customer does not remember the error number. Upon re-starting autopulse platform, error message ua45 appeared again. Customer discontinued use for one round of manual CPR. Customer attempted to use the autopulse, but it displayed error message again. Customer made a third try after pronouncement, autopulse gave 4-5 compressions and it failed, tried lifting and realigning the lifeband, 4-5 compressions, but it failed again. Autopulse indicated battery was dead with no bars. No additional information is available at this time.